Event description:
A caller reported encountering a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, after which the error did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session.